Event description:
Customer called for help with her breeze 2 meter. During the course of troubleshooting it was discovered that segments from the meter display were missing. Customer was unaware, but no adverse event was mentioned. Meter will be replaced and customer was advised to return her meter for evaluation.